Event description:
Paramedic reported advantage system 1 gave a blood glucose result 311 mg/dl at a time when the patient had symptoms of hypoglycemia. Advantage system 2 gave a blood glucose result 35 mg/dl; sample was taken from the needle after they administered an IV. A second advantage system 2 result from a finger stick read 35 mg/dl again. They then gave the patient one ampule of dextrose and he perked up. No treatment was given before the tests were performed and they were all within 10 minutes. Once he arrived at the hospital, he was checked again and his glucose was in the high 100's. As far as the caller knows, the patient was observed and released from the hospital. Strips used with advantage system 1 not available for return, replacement sent. A request was made for the strips used with advantage system 2, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).